Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign body material has been removed') in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a 44-year-old female patient who had essure (batch no. C26964) inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" which ended on (B)(6) 2018. Medical conditions: she never had cysts on fallopian tubes in the past. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital hemorrhage ("eight weeks of bleeding"), groin pain ("pain in the groin"), fallopian tube cyst ("cysts on fallopian tubes"), disturbance in attention ("poor concentration") and somnolence ("drowsy feeling") and was found to have a pregnancy with contraceptive device ("positive pregnancy test"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the abdominal pain, pregnancy with contraceptive device, genital hemorrhage, groin pain, fallopian tube cyst, disturbance in attention and somnolence had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, disturbance in attention, fallopian tube cyst, genital hemorrhage, groin pain, pregnancy with contraceptive device and somnolence to be related to essure. The reporter commented: she went to the gynaecologist very frequently for the strangest symptoms. She did not receive a treatment. She had recovered on (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-feb-2021: consumer answered to follow up request: date of birth / age added. Essure batch number, removal date, indication and events added (previously only one event: medical device removal). She went to the gynaecologist very frequently for the strangest symptoms. She did not receive a treatment. She had recovered on (B)(6) 2018. Contact to physician denied. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign body material has been removed') in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a 44-year-old female patient who had essure (batch no. C26964) inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" which ended on (B)(6) 2018. Medical conditions: she never had cysts on fallopian tubes in the past. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("eight weeks of bleeding"), groin pain ("pain in the groin"), fallopian tube cyst ("cysts on fallopian tubes"), disturbance in attention ("poor concentration") and somnolence ("drowsy feeling") and was found to have a pregnancy with contraceptive device ("positive pregnancy test"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the abdominal pain, pregnancy with contraceptive device, genital haemorrhage, groin pain, fallopian tube cyst, disturbance in attention and somnolence had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, disturbance in attention, fallopian tube cyst, genital haemorrhage, groin pain, pregnancy with contraceptive device and somnolence to be related to essure. The reporter commented: she went to the gynaecologist very frequently for the strangest symptoms. She did not receive a treatment. She had recovered on 20-jul-2018. Batch no: c26964, production date : 2014-02-27 , expiration date: 2017-02-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.